Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door had failed and it clicks multiple times when opening. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-nov-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch and drawer board was defective. A field service engineer replaced latch and door board and reconfigured the tower doors. Customer tested by inventorying the tower doors and test was successful. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door had failed and it clicks multiple times when opening. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.